Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that slow balloon deflation and chest pain occurred. Following stent deployment, a 3.25mm x 15mm emerge¿ balloon catheter was advanced for post-dilatation. However, the balloon failed to deflate even after numerous attempts with old and new indeflators and manual deflation. The balloon remained inflated for six minutes before finally deflating. During the time the balloon was inflated, the patient had chest pain. Right femoral artery access was then obtained for a potential intra-aortic balloon pump insertion. No further patient complications were reported.